Event description:
The customer reported that the device would not hold a charge. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device would not hold a charge. There was no report of pt impact. The customer was informed that this device has been out of support since (B)(4) 2006. Info provided to us indicates that the device was evaluated locally and replacement of the battery resolved the reported symptom. The device passed all testing and was returned to service.